Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015. Product analysis determined that there was damage to the transition tube in the catheter body of the ascenda model 8784 catheter pump revision kit. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen with a concentration of 2,000 mcg/ml at a daily dose of 147.2 mcg/day by simple continuous infusion via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient¿s infusion system was returned to the manufacturer and there were no known complaint associated with any of those products. No patient symptoms were reported. No patient complications have been reported or anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. Analysis of the 8782 catheter found acceptable testing and was incomplete and returned in segments.

Event description:
On (B)(6) 2017, additional information was received from a physician and the patient¿s medical history included spasticity, dystonia, chorea, ballismus, a mixed movement disorder, and prior baclofen trial drug therapy. On an unspecified date in 2008, the patient began treatment with intrathecal baclofen. The indications for product use included spasticity, dystonia, chorea, and ballismus. The patient¿s concomitant drugs included varied medications (unspecified). On (B)(6) 2015, the patient was discharged from the hospital after his pump was replaced. The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015 for a wound irrigation and debridement procedure. On (B)(6) 2016, the patient transitioned to unspecified oral medications. On (B)(6) 2016, the patient was discharged from the hospital after his pump was removed. On (B)(6) 2016, the patient experienced a cerebrospinal fluid (csf) leak and wound dehiscence. The patient was discharged from the hospital on (B)(6) 2016. The infection resolved on an unreported date. On (B)(6) 2017, the physician reported the patient¿s infection was unrelated to any medication changes. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Other applicable components are: product ID: 8784 , serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump (B)(6) 2017, revealed no anomaly. The previously applied method code is applicable to the catheter only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided from the healthcare provider (hcp). It was indicated that the infection occurred following a pump replacement on (B)(6) 2015. Refer to MFR report # 3004209178-2015-11704 regarding previous event. The onset of the infection was (B)(6) 2015. The patient underwent irrigation / debridement on (B)(6) 2015. The patient presented with wound changes around (B)(6) 2016 and the device was finally removed (B)(6) 2016. The patient recovered from the infection following device removal.

Manufacturer narrative:
Eval code-conclusion no longer applies to this event. Eval code-conclusion applies to the pump <(>&<)> eval code-conclusion applies to the catheter.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided from the healthcare provider (hcp). The hcp reported the device was removed due to an infection, and the patient weighed about (B)(6) at the time of the explant.